Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer stated that their blood glucose value was dropped to 54 mg/dl and then to 274 mg/dl and then again dropped to 25 mg/dl. Customer was alleged that the insulin pump was under delivering. Customer was advised to revert back to back plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08820 inches. No possible over/under delivery anomaly noted.